Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up, down, and enter/ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the keypad buttons were responsive to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. The pump was opened to find no defects. The alleged unresponsive keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. Additionally, the cartridge compartment was cracked.